Event description:
It was reported that during a hand assisted laparoscoopic gastric bypass, the device tore during insertion. A competitive device was used to complete the case. There was no patient consequence.